Event description:
Reportedly, mitral valve was explanted after implant duration of 52 months due to significant stiffness and calcification (central) of valve. Surgeon replaced native aortic valve as well for the same reason. Pt reportedly had calcified annulus and heart was completely calcified (pannus). Symptoms included shortness of breath and mild stenosis. Pt was not under any treatment.

Manufacturer narrative:
Other: device not returned.